Event description:
It was reported to philips that the flexvision pc did not turn on intermittently. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found flex vision pc did not turn on intermittently. After reviewing log file, fse found the host-pc could not connect to the flex vision-pc. To resolve the reported issue, the fse replaced the flex vision-pc and installed an hdd and return the parts for analysis, but no failure was confirmed. After the fse replaced the flex vision pc, installed an hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.